Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices (10195505) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was able to be released after handling the colonoscope for more than 10 minutes. The same event happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. H10: investigation results: a visual examination of the returned complaint device noted that the distal end of the control wire was broken and separated from the yoke. The clip assembly separated from the bushing and was not returned. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. The investigation results were revised: block h6 (evaluation conclusion codes) and block h10 (additional manufacturing narrative) have been updated.

Event description:
Note: this report pertains to one of two devices (10195505) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was able to be released after handling the colonoscope for more than 10 minutes. The same event happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices (10195505) used during the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was able to be released after handling the colonoscope for more than 10 minutes. The same event happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned complaint device noted that the distal end of the control wire was broken and separated from the yoke. The clip assembly separated from the bushing and was not returned. No failures were found that could have reduced the performance of the device during the procedure. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.